Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on april 29, 2019 that a flexiva 200 tractip laser fiber was used in a procedure performed on (B)(6) 2019. According the complainant, the tip of the laser fiber was noted to be crack prior to procedure. There was no serious injury nor adverse patient effects as a result of this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available; a supplement report will be submitted.